Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that the right ventricle (rv) lead exhibited an unknown malfunction. The rv lead was capped and replaced on (B)(6) 2025. No patient condition was reported.

Event description:
New information received that the right ventricle (rv) lead exhibited high threshold, and the patient had no consequences.